Manufacturer narrative:
Reported event of capture issue could not be confirmed. Device was explanted due to dislodgement. Visual inspection noted outer helix length was within specifications. The device was unable to establish telemetry, and no output was noted upon receipt. Field information indicated the device was permanently disabled in the field, which deactivates the device, and no further analysis could be performed.

Event description:
It was reported that the patient presented to the emergency room after the leadless pacemaker (lp) exhibited loss of capture. A chest x-ray was performed and confirmed the lp dislodged to the hepatic vein. The lp was explanted and replaced. There were no patient consequences.